Manufacturer narrative:
(B)(4). Hip was reportedly revised to address infection, with reported revision of the head and liner. Initial reporter provided product information for the femoral head, but none for an acetabular liner. Follow-up was initiated to confirm whether the acetabular liner was a depuy product, given that it was omitted in the initial report. This was confirmed on 2/1/2021 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient with severe sepsis required hip wash out (as well as knee and shoulder). Patient had well performing corail pinnacle metal on metal m implants. Head and liner were removed on both sides. New metal head and poly liner were implanted. Minimal wear was present on explanted implants. Doi: approximately 20 years ago, dor: (B)(6) 2020, bilateral hips.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.